Event description:
During a ptca treatment procedure for recurrent shortness of breath (anginal equivalent), balloon catheter removal difficulties were encountered. The pt was being treated for in-stent re-stenosis of stents in the circumflex and the obtuse marginal branch. Following pre-dilation, the physician used a series of cutting balloons to dilate the circumflex artery stent, but noted residual stenosis within the body of the stent. He then dilated the om stent successfully. He then used the nc ranger to post-dilate the residual stenosis in the circumflex stent at 18 atms. He did not noticed any resistance on advancing the balloon catheter, but he found that it would not retract. He indicated that it required quite a bit of force to remove the catheter. Upon removal, it was discovered that a portion of the balloon and the proximal and distal markers remained in the artery. The pt remained hemodynamically stable and pain free with timi 3 flow in the artery. Despite successful intervention, the pt did require surgery at this time due to the product malfunction. The physician had never seen this before and he does not believe that this was a "quality or manufacaturing issue", but probably a "fluke". Pt was taken from the cath lab to the operating room on an emergency basis. The surgeon was unable to remove the distal portion of the balloon and markers from the artery, but this area was successfully bypassed. The pt was discharged 3 days post-op and is "fine".